Event description:
It was reported that the user consumed breakfast without announcing the meal, after which blood glucose rose and subsequently began correcting; no device alerts for prolonged extreme hyperglycemia occurred and no alarms were reported. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no backup therapy, no ketone testing, no assistance required, and no hospitalization. Investigation included troubleshooting and user education regarding proper meal announcements. Investigation of this case revealed user-related use error consistent with a missed meal announcement; no device malfunction or component issue was identified. It was concluded that the cause was user error related to use of device according to instructions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.